Manufacturer narrative:
(B)(4). The device has been discarded and is not available for evaluation. The lot number of the device was unknown; therefore, a batch review could not be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp catheter set would not flow. The reporter stated that the patient was being transfused with blood using an unknown rapid transfuser and there was no blood flow. The facility removed the cap from the one link and blood was able to start flowing. The event did result in the delay of the procedure; however, did not result in patient injury or medical intervention. Additional information was requested and is not available.